Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was undetermined as not enough evidence was available to make a determination. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 09:16:05. During night drain cycle seven, the patient's ultrafiltration reading was 631ml, indicating the home patient drained 631ml more than their maximum programmed fill volume of 1000ml. No further information was available

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.